Event description:
A customer obtained a discordant reactive (positive) result with atellica im anti-hepatitis b surface antigen 2 (ahbs2) that was non-reactive (negative) when the same sample was tested on an alternate method. The initial reactive result was reported and questioned by the physician. A corrected report was issued. There are no allegations of patient or user intervention or adverse health consequences due to the discordant reactive ahbs2 result.

Manufacturer narrative:
A customer obtained a discordant reactive (positive) result with atellica im anti-hepatitis b surface antigen 2 (ahbs2) that was non-reactive (negative) when the same sample was tested on an alternate method. The customer indicated that the physician had initially expected the hepatitis b antibody to be not detected because the patient had a strong reactive result for hepatitis b antigen (result was not provided). The limitations section of the assay instructions for use (IFU) states: "assay performance characteristics have not been established for the atellica im ahbs2 assay used in conjunction with other manufacturers' assays for specific hbv serological markers." The interpretation of results section of the IFU states: "results of this assay should always be interpreted in conjunction with the patient¿s medical history, clinical presentation, and other findings." Siemens is investigating this event.

Manufacturer narrative:
Siemens investigated an outside of the united states (ous) customer observation of a discordant reactive (positive) result with atellica im anti-hepatitis b surface antigen 2 (ahbs2) lot 163 that was non-reactive (negative) when the same sample was tested on an alternate method. Quality control (qc) was within acceptable ranges and no issues were reported with other patient samples. The customer treated the patient sample with heterophilic blocking tube (hbt) and results were lower as expected. Based on the available information, the cause of the discordant result is a sample specific interference. The customer is operational, and the reported issue is resolved by routine troubleshooting. In section h6 of this report, the investigation finding and conclusion codes were updated based on the investigation results.